Event description:
The rptr's parent did meter to lab comparison tests, 1 hour apart, during a routine dr appointment. The meter had a reading of 140 mg/dl, and the lab test result was 270 mg/dl. No symptoms were reported. On follow-up, the rptr stated that a side by side test using the dr's meter (type unknown) was also done. Hcp result was 167 and rptr's parent's meter was about 200. The subject meter was coded incorrectly. After resetting, a control solution test was in range, 122 (86-128). No harm was alleged.